Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the tubing set did not deliver. A primary tubing set was being used to deliver an unspecified medication, at an unspecified time, via a symbiq pump. At an unspecified time, the option-lok male adaptor of the tubing set was connected to an unspecified location on the primary tubing set, for a piggyback delivery of an unspecified concentration of solu-medrol, at a rate of 232 ml/hr. After an unspecified length of time in use, the nurse noted that the secondary medication did not deliver. It was reported that the nurse "had to clamp the primary line to infuse the secondary because it kept infusing the primary line instead of the secondary." There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.